Event description:
It was reported the rigid video scope screen flickered black. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris under distal cover glass, scratches in outer tube and broken video connector based on the results of the investigation, the most probable cause of the complaint is not able to be determined, however a broken video connector was identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope screen flickered black. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.